Event description:
It was reported that (1) tct75 was used during a sigmoid colectomy procedure. It was reported by the rep that the initial use of the tct75 worked properly. It was reloaded and applied to the colon, but did not fire. A new tct75 was used to finish the case. There was no consequence to pt.